Manufacturer narrative:
This product was being used for treatment. A review of the manufacturing records showed no anomalies. A facility contact stated that they were not releasing information on the patient's current condition, including whether or not it was temporary or permanent palsy, and they will not be returning the device to medtronic at this time. A "product problem" has not been indicated or confirmed. The facility reported that the operating room where the nim device was being used is located over a room that contains an MRI unit. Medtronic recommended to the facility to survey the operating room for emi / rf interference because the recommended separation distance from equipment such as a MRI could be as much as 75 feet, as specified in the user's manual. The user manual for the nim response statements include but are not limited to, the recommended separation of the nim response from fixed, mobile, or portable electromagnetic or rf generating devices can be calculated by using a formula that is included in the user manual. A chart is included with recommended distances up to 23 meters or 75 feet with variables including watts and frequency of the transmitter. Note: these guidelines may not apply in all situations. Electromagnetic propagation is affected by absorption and reflection from structures, objects, and people. To assess the electromagnetic environment due to a fixed rf transmitter, and electromagnetic site survey should be considered. Electromagnetic immunity levels of the nim response are included in the user manual and references to specific iec immunity tests.

Event description:
The doctor was performing a cranial case with active nerve monitoring using the nim, and completed the surgery with no delays and no indication of a patient injury or device malfunction. The doctor was not aware that the patient's facial nerve was damaged until sometime after the surgery, when the patient showed signs of facial palsy. The facility stated that a nerve may have been clipped during the procedure.